Event description:
It was reported that there was a lead warning with an undefined resistance. The caller also questioned ventricular capture. The patient showed symptoms of being dizzy and passed out. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.